Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump error 53 alarm was found in the pump history due to a software error. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage, a cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage and software error detected from the insulin pump. The customer's blood glucose reading was 14.4 mmol/l. The customer stated that their daughter had a software error on the pump. The customer reported that the pump error did not occur during the rewind/load reservoir/ fill tubing process. The customer also reported a crack on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.